Event description:
Device report received from synthes (B)(6) reported an event in (B)(6) as follows: surgeon broke the drill bit during the surgery. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.